Event description:
It was reported that the patient had the device reprogrammed at the health care provider's (hcp) office three or four times and it had not gotten "significantly better." The patient stated that she had fifty percent symptom reduction, but her husband said ten percent. The patient noted that she had a successful trial. It was also reported that the patient's battery was "already half way dead" and she expected "a couple years of life" out of the device. However, it was noted that the patient had the device at "very high levels." The patient also went back on bladder medication and it seemed to help symptom relief. Two weeks later it was reported the cause of the event was unknown. The combination of case and electrode one impedance could not be measured and the combination of zero and three was greater than 4,000 ohms. Impedances were out of range and the patient denied a fall. Reprogramming occurred on (B)(6) 2013 with good response from the patient. The patient felt stimulation and she was able to adjust it herself if needed. The patient had an appointment with her hcp on (B)(6) 2013. The patient's medication was changed. The patient stated that she had a functioning device with a recent adjustment. Patient hospitalization was not required and the outcome was noted as no injury. Additional information was requested, but was not available as of the date of this report.

Event description:
After additional review, the patient had a complaint of urgency and incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# va01qa5, implanted: (B)(6) 2012. Product type: lead. (B)(4).